Event description:
Pt reports undergoing reoperation on the mitral valve due to endocarditis and paravalvular leak. The infection had caused a portion of the mitral valve to "come loose" requiring reoperation and resuturing. Four tee's had been done following implant to observe the paravalvular leak. Pt is doing well at this time.